Event description:
Reporter described event as follows: a nurse placed a needle/syringe into the lid/door of the sharps container. As the nurse went to "flip" the lid/door the needle/syringe reportedly came out and the nurse received a needlestick.